Event description:
It was reported that a system failure or plunger issue. No patient injury reported.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for system failure. Based upon the information provided the customer reported problem should be primary audible alarm post error. During visual evaluation broken bottom case in battery compartment damage was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and during the review primary audible alarm post error was identified. Based on the evidence, the complaint was confirmed. The issue is the high profile c9 broken off from interconnect board due to pump been dropped by customer (broken bottom case in battery compartment). Service replaced the interconnect board. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.